Event description:
It was reported that while the pump was on the patient, it alarmed "battery run time less than 10 minutes" and shut off with a loud alarm shortly after. It was removed from the patient and there was no harm to the patient. Biomed stated that the leds on the front of the pump did not light when the unit was plugged into an ac outlet. Field service reported they "removed and replaced battery and condor power supply. Functional check and electrical safety check good for all arrow instructions. Job complete."

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.